Manufacturer narrative:
The lead was abandoned surgically. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to out of range impedances greater than 2000 ohms. The lead was noted to both pace and sense well. A new rv lead was implanted successfully. No adverse patient effects due to the procedure were reported.